Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having site and skin irritation issues with the sensor. Customer's blood glucose was 87 mg/dl at the time of the incident. Customer was advised to monitor the issue. Customer stated that yesterday morning his blood glucose level was 150 mg/dl. Customer stated that his blood glucose then went up to 430 mg/dl. Customer took insulin and tried to make it go down. Customer stated that his blood glucose then dropped to 43 mg/dl. Customer tried to get it back up and his blood glucose went back up to 330.0. Customer mentioned that he also had a reservoir issue that has been happening for the last 2 years. Customer stated that he gets air bubbles that are hard to remove when he fills it with insulin. Customer stated that they were not a problem 4-5 years ago.